Event description:
It was reported that the left ventricular lead exhibited high thresholds. During the attempt to reposition the lead on (B)(6). The physician noted loss of capture or high thresholds. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.